Event description:
According to the patients wife, the stationary wasn't delivering enough o2 and he was getting short of breath and panicking when the poc acted up at the same time. The patients wife took him to the hospital per his md as the only alternative at the time. So, both the poc and the home unit was not working at all and he is on oxygen 24/7. The patient went to the hospital due to the lack of a source of oxygen. The hospital gave him breathing treatment, oxygen and did a chest xray. The patient could not return until another poc and home unit arrived.

Manufacturer narrative:
The patient has received a replacement poc 2 days after the event. A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.